Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hemosplit d/l catheter kit was returned for evaluation. Functional, gross visual, dimensional and microscopic visual evaluations were performed. The investigation is confirmed for the identified stretched issue, as uncoiling of the guidewire was observed distal to the distal tip of the introducer needle. The investigation is inconclusive for the reported failure to advance issue, as the exact circumstances during the reported event were unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2022).

Event description:
It was reported that during a dialysis catheter placement procedure, the guidewire allegedly stuck in needle. The procedure was completed by another device. There was no reported patient injury.